Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported dyspnea (no treatment) appears to be due to the worsening mr. The reported mitral valve insufficiency/ regurgitation (worsening mr) associated with mr increasing to 4+ appears to be due to the slda. The cause of the reported incomplete coaptation (postprocedure) could not be determined. The reported patient effects of dyspnea and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report dyspnea, worsening mitral regurgitation, and detachment from the anterior leaflet. It was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat mitral regurgitation (mr) grade 4. A mitraclip nt (lot: 30315r1061) was placed successfully, reducing mr to grade 2. On (B)(6) 2023, the patient returned for a follow-up echocardiogram due to dyspnea. The clip was observed to be detached from the anterior leaflet (single leaflet device attachment (slda)). The patient had worsening mr grade 4+. No further intervention was performed. No additional information was provided.